Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).

Event description:
During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted in the lad. The patient suffered an mi on the same day as the index procedure. The mi was related to the target vessel. The investigator indicated that the reported event was definitely related to the device.